Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance. The physician will monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance was steady at 67 ohms through (B)(4) 2015 and rises out of range (> 254 ohms) starting (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.